Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD, implanted: (B)(6) 2011; 6947-65 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator early. The left ventricular lead was noted to have high threshold. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.